Manufacturer narrative:
Concomitant medical products: 429688, lead, implanted: (B)(6) 2013; dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm). The rv lead undersensing appeared to prematurely terminate episodes at times. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.